Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The additional two devices are filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both heavily calcified and tortuous. After an nc traveler 3.5x8 mm balloon dilatation catheter failed to cross due to heavy calcification, the proximal shaft separated. The device was easily removed. Another nc traveler 3.0x8 mm balloon dilatation catheter also failed to cross and the shaft was separated at the proximal end, but was easily removed. The procedure was abandoned and the patient will be kept on medical management. There were no reported adverse patient effects and no clinically significant delay in the procedure. Per returns good lab an unspecified nc trek balloon dilatation catheter was returned with a separated shaft. The account is unable to confirm how the separation occurred. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. Return device analysis noted that the shaft was separated, the proximal balloon was wrinkled, the guide wire exit notch was stretched and there were multiple kinks and bends on the returned device. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the noted shaft separation and the wrinkle noted on the balloon; however, the noted stretched guide wire, kinks and bends appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.h6: code 3190 was added.